Event description:
It was reported that the patient presented in hospital for unrelated reasons. Upon interrogation, it was noted that the implantable cardioverter defibrillator diagnosed the patient's supraventricular tachycardia as a ventricular tachycardia and high voltage therapy was inappropriately delivered. It was noted that the device delivered both inappropriate antitachycardia pacing and inappropriate shock. The device was reprogrammed. Patient was stable and will continue to be monitored.